Event description:
The customer was hospitalized for high bgs and dka. Troubleshooting was performed. The programming, insulin concentration, and bolus history were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was performed and passed within specifications. The customer was in the hosp for one day and currently their bgs are fine. The customer stated that they did not change the infusion set and site at time of high bgs and subsequently they were admitted to the hosp. The customer thinks that they may have accidentally suspended pump at that time.